Event description:
Pt failed their initial hemiarthroplasty due to lack of tuberosity healing and was revised to reverse total shoulder arthroplasty.

Manufacturer narrative:
Krishnan, s.g., j.r. Reineck, et al. (2011). Shoulder arthroplasty for fracture: does a fracture-specific stem make a difference? Clinical orthopaedics and related research 469 (12): 3317-3323. This is the final report submitted regarding this surgical event and medical device.